Manufacturer narrative:
The graphical user interface (gui) printed circuit board (pcb) was returned to medtronic¿s product analysis laboratory. A visual inspection was performed on the gui pcb and no anomalies were observed. An investigation was performed and the reported issue was duplicated. The root cause of the reported event was isolated to the video graphics array (vga) controller on the gui pcb. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that an 840 ventilator had a blank display. The ventilator was not in use on a patient at the time the event occurred. The service engineer (se) inspected the device and replaced the graphic user interface (gui) board and two backlight inverter boards to address the issue. The unit passed all testing and operated within the manufacturing specifications.

Event description:
It was reported that, an 840 ventilator had a blank display. The ventilator was not in use on a patient at the time the event occurred. The covidien service engineer (se) inspected the device and replaced the gui (graphic user interface) board and two backlight inverters to correct the issue. The unit passed all testing and operates within the manufacturing specifications.